Event description:
Device malfunction: unk. Time of symptoms/ae: after vessel closure. Symptoms/ae: hypotension, abdominal compartment syndrome. Retroperitoneal bleed. It was reported that a technician trained in the use of the perclose proglide device achieved arteriotomy closure of a heavily calcified external iliac artery after an interventional procedure. Reportedly, after uneventful suture deployment, hypotension and abdominal compartment syndrome developed. An angiogram detected a retroperitoneal bleed up into the abdomen cavity. The vessel required a "couple of sutures" and blood was aspirated from the abdominal cavity. Only one anterior puncture was found in the artery. The pt was transfused with seven units of blood. The pt was reported to be "up and around" and recovering well. Hospitalization was extended two days for observation. Reportedly, it could not be established if the device contributed to the event. There were no reported adverse patient sequelae. No additional info was provided.

Manufacturer narrative:
(Abdominal compartment syndrome) - the customer reported that device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Device - user error-off label use-patient selection. The instructions for use (IFU) state, "indications for use: the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of pts who have undergone diagnostic or interventional catheterization procedures using 5 to 8f sheaths." Additionally, the safety and effectiveness of the perclose proglide smc devices have not been established in pt populations with femoral artery calcium, which is visible at the access site.